Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported the device output was high due to high thresholds on the right and left ventricular leads. The device reached elective replacement indicator status earlier than expected. The device was removed and a new device was implanted. The leads remain in use. No patient complications have been reported as a result of this event.